Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
Zirconia c-taper head fractured.

Event description:
Zirconia c-taper head fractured.

Manufacturer narrative:
An event regarding device fracture involving a zirconia head was reported. The event was not confirmed. No items were returned for inspection. No meaningful patient information was provided. Lot was unknown. The complaint databases were reviewed from 1999 to present for similar reported events regarding zirconia head fracture. There have been other reported events for this product family relating to the product recall. The supplier recall identified several specific "suspect" batches that have had reported fracture or process deviations associated with a new heat treat tunnel process in response to this, howmedica osteonics issued a recall for all zirconia product since 1998. The exact cause of the event could not be determined. No further investigation for this event is possible at this time as no devices and / or insufficient information was received.